Manufacturer narrative:
Additional information was received on june 23, 2021. The patient is hispanic. The lot and serial numbers were obtained. The lot number is 6728930. The serial number is (B)(6). A manufacturing record evaluation was performed for the finished device 6728930 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on july 6, 2021. The investigation of the returned device was completed by the failure analysis lab on july 10, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.4 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis experienced left sided deflation post procedure. The deflation was discovered through mammography. As a result, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed on (B)(6) 2021.